Event description:
Patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 174, 93 mg/dl. Tests were done within 10 minutes with a difference of 54%. The meter's segment were missing and the issue is not resolved. Patient did not experience any adverse events.